Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant and explant are estimated. Attachment: article titled ¿transcatheter mitral valve repair clip embolization to the right coronary artery".

Event description:
This is filed to report complete clip detachment, embolism, tissue damage and recurrent mitral regurgitation it was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1. Roughly one year post procedure, the patient returned to the hospital with progression of disease. It was noted the two clips remained stable on the leaflets. An additional mitraclip procedure was performed. To treat mr, an additional clip was implanted, reducing mr. Roughly six months post second mitraclip procedure, the patient returned to the hospital with a symptom of shortness of breath. Echocardiography showed one of the three implanted clips had expulsed and embolized into the right coronary artery (rca) ostium and an atrial septal defect (asd) was observed, causing mr to return to a grade of 4. The other two clips were noted to be stable on the mitral valve. Several days post returning to the hospital, the patient underwent mitral valve replacement. The completely detached clip was removed from the rca ostium. For asd treatment, a closure device was implanted. It was noted a hematoma in the left ventricle and a small tissue tear near the rca ostium were observed, requiring treatment with a patch and stitches. Additional information can be found in the attached article titled, "transcatheter mitral valve repair clip embolization to the right coronary artery".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause of the reported clip expulsion cannot be determined. The reported clip embolism is a cascading effect of the reported clip expulsion. The reported tissue injury, hematoma, mr and dyspnea appear to be a cascading effect of the reported clip embolism. Additionally, the reported patient effects of tissue injury, dyspnea, mitral regurgitation, embolism, and hematoma are listed in the instructions for use and are known possible complications associated with mitraclip procedures. The reported medical intervention, surgical intervention, removal of foreign body, and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.